Manufacturer narrative:
A ticket search was performed for the architect calcium, reagent lot number 84863un19. An investigation was performed for the customer issue and included a review of the complaint text, a search for tracking and trending, a review of historical performance and product labeling. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the calcium assay, lot number 84863un19 was identified.

Manufacturer narrative:
There was no further patient information provided by the customer due to privacy issues. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated calcium results on architect c16000 processing module for one patient. The results provided were: on (B)(6) 2020 sid (B)(6) calcium results=3.09 mmol/l and 4.10 mmol/l/ results from another architect c1600561=2.29 mmol/l and 2.14 mmol/l /repeated on another architect c1600377=2.20 mmol/l and 2.18 mmol/l. There was no reported impact to patient management.